Event description:
It was reported that the right atrial (ra) lead had rare undersensing noted during atrial tachycardia/atrial fibrillation (at/af) on current electrograms (egm).  The lead remains in use.  No patient complications have been reported as a result of this event. It was further reported that programming changes were made to the atrial lead. It was further reported that right atrial (ra) lead oversensing was observed, which may have contributed to inappropriate atrial pacing and false termination of at/af episodes. It was also noted the left ventricular (lv) lead had exhibited a gradual drop in pacing impedance since implant. The impedance values remained within normal limits.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2023; dtpa2qq crt-d implanted: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.